Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with a sequential compression sleeve. According to the customer "bruising on lower legs of one total hip patient, patient had lots of edema and was taking lovenox (lmwh).